Event description:
During a surgical procedure, the port hole of this instrument was found to be rusted. The procedure was delayed 20 minutes to exchange handpieces. This was the first time use of this handpiece.